Event description:
Patient with glucose tolerance testing (gtt) where tubing and IV bag had recently been changed within a 1/2 hour prior to the event. The gtt was running via a cvp on swan ganz catheter. Cvp monitoring numbers noted to be significantly higher than the previous hour. Rn noticed that the insulin gtt was free flowing into the patient despite being infused through the pump. The gtt was discontinued and continued to free flow even though the pump read infusion stopped. Blood sugar (bs)recheck in 1/2 hour found to be 30 via arterial line and 50 via fingerstick. One amp of d50 was administered and a d10 infusion started. Repeat bs in 1/2 hour 109.